Event description:
It was reported that oversensing noise was noted on the atrial lead. On (B)(6) 2021 the physician elected to cap and replace the atrial lead. The patient condition is stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.